Manufacturer narrative:
(B)(4). Concomitant medical product: tibia cemented 5 degree stemmed right size e catalog # 42532007102 lot # 63189269. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to suspected immune response to bilateral cocr femur. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the informant. No medical records or devices were received. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined due to limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information for the reported event.